Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16jul2021. The fragments of wire coating were retrieved from the patient using graspers and suction. Another wire was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a percutaneous nephrolithotomy (pcnl), the coating of a hiwire nitinol hydrophilic wire guide sheared as it was pulled through a chiba biopsy needle. An unspecified number of pieces of the wire guide coating were retrieved by the surgeons. One small piece of the sheared coating was kept and will be returned to the manufacturer, the other pieces were disposed of. No other pieces of the wire guide coating appeared to be left in the collecting system. The fragments of wire coating were retrieved from the patient using graspers and suction. Another wire was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of instructions for use and quality control procedures and a visual inspection of the device were conducted during the investigation. One hiwire nitinol hydrophillic wire guide was received in a used condition without the packaging or label. A stripped area of coating approximately 2.5 cm long and approximately 18 cm from the curved tip was observed of the wire guide. The device was delivered to the supplier for further evaluation. The device presented an overall length and finished diameter within specification. The device coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The device presented multiple bends 1.50 to 13.6cm from the distal tip and cut/skive damage 18.05 to 20.90cm from the distal tip exposing the metallic core wire. The skived material was not returned with the specimen device. Except where noted, the specimen device appeared visually and dimensionally correct. As a lot number was not provided, a review of the device history records could not be conducted by the supplier. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The supplier investigation was unable to confirm that the product was manufactured out of specification. A review of quality inspection procedures was conducted by cook. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution the following: ¿ manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating.¿ based on the available information, cook has concluded that unintended user error contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous nephrolithotomy (pcnl), the coating of a hiwire nitinol hydrophilic wire guide sheared as it was pulled through a chiba biopsy needle. An unspecified number of pieces of the wire guide coating were retrieved by the surgeons. One small piece of the sheared coating was kept and will be returned to the manufacturer, the other pieces were disposed of. No other pieces of the wire guide coating appeared to be left in the collecting system. No additional patient consequences were reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.